Manufacturer narrative:
Rep samples of the returned product were tested for knot pull tensile strength and the results obtained were within specification. No failure detected and the product meets tensile requirements.

Event description:
International customer reported that a pt presented with a wound dehiscence two days following tumor resection. The pt was returned to surgery for repair.